Manufacturer narrative:
On (B)(6) 2016, a fse was dispatched to the customer site for further evaluation of the instrument involved in the reported event. During the evaluation the fse found that the transistor for the detector heater needed to be replaced. The transistor was replaced and the fse performed precision tests and were find to be within acceptable range. The customer was subsequently able to run qc and patient samples without errors. No further action was required by the fse. A 13-month complaint and service history review for serial number (B)(4)was performed. There were no complaints found which were similar to the reported event. The aia-2000 operator and service manuals were reviewed and found to clearly address the calibration, operation, maintenance and troubleshooting of the aia-2000 instrument error message(s). The probable cause of the event was fault/ failure of the transistor for the detector heater. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA(B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported to the technical support specialist (tss), received detector temperature lower limit error "3036". The tss advised the customer to reboot the instrument. The customer reported the error message is a reoccurring event and requested a tosoh field service engineer (fse) to evaluate the unit. No further information was provided by the customer at the time of the call. This event is being reported as the customer was unable to run samples which caused a delay in reporting results for afp and ctni 2 assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.